Event description:
It was initially reported that the patient's generator was unable to be interrogated. It was unknown at the time if the issue was related to the generator or programming system. When asked about any clinic symptoms that the patient may be experiencing it was reported that the patient was having an increase in depression, unknown if above or below baseline, and was not feeling stimulation. The patient return to the office again and still was unable to be interrogated. The physician contacted the manufacturer while the patient was still in the office. Troubleshooting was preformed and the issue was found to be a depleted wand battery. The patient was able to be interrogated with no issue on the wand battery was replaced. Good faith attempts for more information were unsuccessful to date.